Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system was suspected of exhibited competitive pacing and electrogram (egm) review was requested. Upon review, technical services (ts) explained that atrioventricular (av) search and atrial flutter response (afr) were programmed on, resulting in atrial undersensing and inappropriate sensor-driven atrial pacing. It was noted that the patient's atrial rate was in the 130 beats per minute (bpm) range. Technical services (ts) discussed troubleshooting options and programming considerations, and it was recommeneded to turn off avsearch. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing/sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this pacemaker system was suspected of exhibited competitive pacing and electrogram (egm) review was requested. Upon review, technical services (ts) explained that atrioventricular (av) search and atrial flutter response (afr) were programmed on, resulting in atrial undersensing and inappropriate sensor-driven atrial pacing. It was noted that the patient's atrial rate was in the 130 beats per minute (bpm) range. Technical services (ts) discussed troubleshooting options and programming considerations, and it was recommeneded to turn off avsearch. This pacemaker remains in service. No adverse patient effects were reported.